Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the bottom right corner. This event occurred after the device had been compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of report number 1416980-2018-02291 (trackwise record (B)(4)). All further information will be submitted in report number 1416980-2018-02291.